Event description:
Device 1 of 2. Reference MFR report # 1627487-2013-19784. It was reported the pt's scs system no longer provides adequate pain relief. The pt would like her scs system explanted. The pt is no longer under the care of the implanting physician.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.